Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and repaired the unit by replacing the connection unit for the helium. The iabp unit was tested and passed. The iabp was released for clinical use. Evaluation conclusion code (B)(4) cause traced to component failure

Event description:
It was reported that a hissing sound was heard from the cardiosave intra-aortic balloon pump (iabp) cart and after that helium bottle was discovered to be empty. The iabp was not in use at the time of this event. No patient involvement or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that a hissing sound was heard from the cardiosave intra-aortic balloon pump (iabp) cart and after that helium bottle was discovered to be empty. The iabp was not in use at the time of this event. No patient involvement or adverse event was reported.